Event description:
Additional information: "1. Was patient or user harmed? If yes, please explain ="no" 2. Was the hcp present when the issue occurred? ="yes" 3. Was additional medical intervention/medication required? If yes, please explain ="no" 4. Please confirm the number of products affected. ="1" 5. Did malfunction caused needle stick injury to healthcare worker or patient? ="no" 6. Has there been any healthcare worker¿s exposure to blood or bodily fluids? ="no" 7. Has there been any issue with safety feature? (Retraction failures, shielding failures, safety feature failed to cover the needle properly. Indicate whether the feature failed prior to use or during use). ="retraction failure" 8. Have any other actions been taken? ="no".

Manufacturer narrative:
Additional information added in b tab investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. One 22g insyte autoguard needle from lot 4116720 was provided for investigation. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from french to english: a quality problem encountered on (B)(6)2024 at the(B)(6) university hospital , concerning one of your products: the reported anomaly is as follows: ¿when I infused a patient, the canula did not retract.¿